Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the insulin pump alarmed motor error during bolus. Customer's blood glucose reading was 315 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.